Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue and a new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The electrode was returned in two segments at approximately 280 millimeters (mm) from the terminal end. The outer coils on both segments are severely stretched out and outer insulation melted and damaged with tool marks. Also noted cuts in insulation which is likely due to explant damage. Further, no problem detected was selected based on analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance issue and a new lead was implanted. No additional adverse patient effects were reported.